Event description:
It was reported that vasopressin (0.4units/ml/50ml) bag programmed to infuse at 0.03mcg/min at 1856. Clinician noted systolic blood pressure (sbp) increasing from 80s to 130s to 140s within two (2) minutes infusion initiation. Vasopressin was then weaned to 0.02mcg/min at 1902. Shortly, an alleged channel error occurred. Upon inspection, vasopressin bag was dry. Clinician removed the device from service.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of an over infusion of vasopressin was not able to be confirmed or replicated. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. ¿ the facility sent an infusion knowledge portal (ikp) report of the infusions made on the date of the event at the time of 20:58 (8:58 pm) in which an infusion of vasopressin was programmed with a rate of 4.5ml/hr, concentration of 0.4mcg/ml, dose of 0.03mcg/min and a volume to be infused of 40ml. The infusion lasted 15 minutes and the total volume infused reported was of 1.16ml/hr. No other infusions were reported on the date of the event. ¿ the ikp report only provides minimal infusion information and is not validated for log analysis purposes. ¿ the requested device error logs were not provided by the facility so the report of a channel error could not be identified. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident: per product labeling, alaris system user manual (v12), it states within warnings and cautions of the loading instructions: ¿ do not touch the administration set while closing the door. ¿ ensure tubing placement is over pressure sensors. ¿ ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. ¿ to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ the administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. Root cause: the root cause for the complaint of over infusion of vasopressin was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation.

Event description:
It was reported that vasopressin (0.4units/ml/50ml) bag programmed to infuse at 0.03mcg/min at 1856. Clinician noted systolic blood pressure (sbp) increasing from 80s to 130s to 140s within two (2) minutes infusion initiation. Vasopressin was then weaned to 0.02mcg/min at 1902. Shortly, an alleged channel error occurred. Upon inspection, vasopressin bag was dry. Clinician removed the device from service. Bd received additional information below through site visit. 50ml bag of vasopressin had been prepared by pharmacy and nurse primed and loaded alaris pump set #2420-0007 for the infusion. Clinician confirmed that the vasopressin was programmed with a rate of 4.5ml/hr, concentration of 0.4mcg/ml and a volume to be infused of 40mls. Blood pressure responding well. Vasopressin infusion ran for approximately 20-30 minutes before pump alarmed channel error. As nurse responded to channel error, she noticed that the entire vasopressin bag had been delivered. Patient remained in stable condition. On-site manufacture representative was able to visually inspect the devices and found the below issues: assessed the pcu and found green/blue deposits on the iui (m) connector. Assessed pump module infusing the vasopressin (pitressin) 0.4 units/ml in sodium chloride (ns) 0.9%, 50ml infusion, rate: 1.5ml, volume: 50ml and found green/blue deposits on the iui (m) connector, door assembly, platen assembly and membrane assembly intact. Pivot screw fully inserted.

Manufacturer narrative:
Correction: describe event or problem. Omit: a24 - adverse event without identified device or use problem (2993), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, b24 - event history log review, c19 - no device problem found, d14 - no problem detected, additional information: device available for eval? Returned to manufacturer on, imdrf annex b,c and d codes and manufacturer narrative.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that vasopressin (0.4units/ml/50ml) bag programmed to infuse at 0.03mcg/min at 1856. Clinician noted systolic blood pressure (sbp) increasing from 80s to 130s to 140s within two (2) minutes infusion initiation. Vasopressin was then weaned to 0.02mcg/min at 1902. Shortly, an alleged channel error occurred. Upon inspection, vasopressin bag was dry. Clinician removed the device from service.

Event description:
It was reported that vasopressin (0.4units/ml/50ml) bag programmed to infuse at 0.03mcg/min at 1856. Clinician noted systolic blood pressure (sbp) increasing from 80s to 130s to 140s within two (2) minutes infusion initiation. Vasopressin was then weaned to 0.02mcg/min at 1902. Shortly, an alleged channel error occurred. Upon inspection, vasopressin bag was dry. Clinician removed the device from service. Bd received additional information below through site visit. 50ml bag of vasopressin had been prepared by pharmacy and nurse primed and loaded alaris pump set #2420-0007 for the infusion. Clinician confirmed that the vasopressin was programmed with a rate of 4.5ml/hr, concentration of 0.4mcg/ml and a volume to be infused of 40mls. Blood pressure responding well. Vasopressin infusion ran for approximately 20-30 minutes before pump alarmed channel error. As nurse responded to channel error she noticed that the entire vasopressin bag had been delivered. Patient remained in stable condition. On-site manufacture representative was able to visually inspect the devices and found the below issues: assessed the pcu and found green/blue deposits on the iui (m) connector. Assessed pump module infusing the vasopressin (pitressin) 0.4 units/ml in sodium chloride (ns) 0.9%, 50ml infusion, rate: 1.5ml, volume: 50ml and found green/blue deposits on the iui (m) connector, door assembly, platen assembly and membrane assembly intact. Pivot screw fully inserted.

Manufacturer narrative:
Omit: event attributed to, f2303 - medication required, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: adverse type, type of reportable events. Additional information: imdrf annex f,a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. Investigation summary: the reported issue of over infusion of vasopressin was not able to be confirmed from the log analysis and couldn¿t be replicated during device testing. The reported channel error was identified as error code 240.4150.0 was confirmed through log analysis and testing. It was found the the external and internal inspection process did not identify any anomalies with the suspect pump module that could have contributed to the reported over infusion. The suspect pump module and pcu were powered on in the ¿as received¿ condition and the suspect device did reproduce channel error 240.4150.0. The error was decoded, and it was determined as ¿lvp_bottle_pressure¿ the alaris system maintenance (asm) analog sensor task was performed on the suspect pump module to observe the pressure sensor voltage. The analog sensor task showed that the upper pressure sensor's voltage was close to 5v with zero (0) load applied to the pressure sensor pad. The suspect pump module upper pressure sensor was confirmed to be out of specification. The upper pressure sensor was replaced by a known good dchu pressure sensor to continue testing. The asm analog sensor task was performed and as a result, the offset values were found to be within specification. Rate accuracy testing was performed on the suspect pump module. No occurrences of unregulated flow during testing, infusing within specification at the incident infusion. The device was found to be delivering fluid in specification. The incident administration set was returned for this investigation. Testing confirmed that the set was damaged, with a puncture observed before the pumping segment. The date and time of the event were reported as january 4th at 20:58 (8:58 pm). A review of the suspect¿s error log revealed that the malfunction occurred when the pump module alarmed error 240.4150.0, decoded as ¿lvp_bottle_pressure,¿ at 9:13 pm on the reported day of the event, during a vasopressin infusion. The returned event logs confirmed that the vasopressin infusion was programmed at 8:52 pm with a dose of 0.03 unit/min, rate of 4.5 ml/h and a volume to be infused (vtbi) of 40 ml. At 9:02 pm the dose was changed from 0.03 unit/min to 0.02 unit/min and the rate was modified from 4.5 ml/h to 3 ml/h. The device had been running the infusion program of vasopressin for approximately 11 minutes with no prior issues reported until 9:13 pm when the pump module alarmed channel malfunction with the error code 240.4150.0. The unit was removed at 9:13 pm and the total volume infused (tvi) was recorded as 0.845 ml. No other infusions were recorded for the suspect pump module on the date of the event. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Per the bd alaris channel error tipsheet, the bd alaris¿ system performs self-checks before and during use. A channel error indicates a hardware or software issue in a specific module channel, causing that channel to stop while others continue unaffected. To silence the alarm and continue using unaffected channels, press confirm. Replace the faulty module and return it to your facility¿s biomed department. If channels were reconnected during the error, the restore function may be needed. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the report of an over infusion of vasopressin was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification. The reported channel error was identified as error code 240.4150.0 (sensor broken high failure) was confirmed through log analysis and testing. The channel error is being attributed to the bottle side pressure sensor being out of specification. Note that this report lists imdrf annex a040502, a0401, a1205, g02017, g0301201, c0601, c07, c23, d01, d11, d15, d0301 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.